Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that per medical records (B)(6) 2005: patient presented for follow up. Patient presented with neck and left upper extremity pain. (B)(6) 2005: patient presented with neck and upper extremity pain. Patient underwent vertebral corpectomy at c5 and c6 with intervening discectomies and allograft arthrodesis with instrumentation from c4 through c7. Patient underwent x-ray of the spine. Metallic forcep is seen superimposing the disc interspace at c5-6: patient underwent x-ray of the cervical spine. There is evidence of anterior c4/c6 and c6/c7 cervical fusion with screws with a bone graft which appears appropriately positioned. There is no complicating process identified. Pre op diagnosis: cervical spondylosis, c4 through c7. Operation: level 1 vertebral corpectomy c5. Vertebral corpectomy c6. Anterior allograft arthrodesis, c4-c7. Anterior structural allograft c4-c7. Anterior instrumentation c4-c7. Per op notes: the cs-c6 level was identified radiographically. The vertebral corpectomy of c5-c6 was accomplished with a high speed drill. Intervening discectomies were done from c4 through c7 the posterior longitudinal ligament was found to be significantly calcified and completely removed. An anterior allograft arthrodesis with a femoral cortical cancellous graft was accomplished and <(>&<)> secured in position with a 59 mm spinal concepts plate and five interlocking screws. Femoral cortical cancellous graft was placed between the c4 and c7 vertebra and secured in position with a 59 mm spinal concepts plate and five interlocking screws. Bone morphogenic protein was applied on the graft before it was positioned in its final resting place. (B)(6) 2005: patient underwent x-ray of the cervical spine. There is an anterior fusion from c4 to c7. There is satisfactory alignment. There is no acute fracture or subluxation. (B)(6) 2005: patient presented for follow up. (B)(6) 2005, (B)(6) 2005: patient presented for follow up. Patient underwent ap and lateral cervical spine films show the arthrodesis and instrumentation to be in good position and healing well. (B)(6) 2006: patient presented for follow up. Patient underwent ap and lateral cervical spine films show the arthrodesis and instrumentation to be in good position and healing well. Impression: soft collar advised. (B)(6) 2006: patient presented for follow up. Patient presented with bilateral shoulder pain. Patient underwent ap and lateral cervical spine films show the arthrodesis and instrumentation to be in good position and solidly healed. Patient underwent ap and lateral views of the cervical spine reveal a metallic plate extending from c4 through c7 with fusion of the disc spaces at this level. The prevertebral soft tissue appears normal. Impression: postsurgical fusion at c4 through c7. (B)(6) 2008: patient presented with shoulder pain. Patient underwent MRI. Impression: rule out rotator cuff tear right shoulder, fracture right acromion, rule out neuropathy. (B)(6) 2008: patient presented with right arm numbness. The patient has an MRI that demonstrated a rotator cuff tear on the right and also a rotator cuff tear on the left. Impression: rotator cuff tear right shoulder. Os acrominale. Right acromioclavicular arthrosis. (B)(6) 2008: patient presented with rotator cuff tear, right shoulder. Os acromiale, right shoulder. Impingement, right shoulder. Procedure: diagnostic arthroscopy, right shoulder. Major debridement of partial rotator cuff tear and partial torn labrum, right shoulder. Subacromial decompression, right shoulder. (B)(6) 2008, (B)(6) 2008: patient presented with right shoulder pain and left shoulder pain. (B)(6) 2008: patient presented with pain.